Event description:
Overdelivery reported. The pump had been set to infuse an unspecified solution at 2.5ml/hr. Hosp policy required clearing of the total volume delivered every four hours on a 10-2-6 schedule. The pump was cleared at 10am. A nurse reports that when she cleared the pump again at 2pm, "the display said 75ml delivered." She reportedly verified the infusion rate to be 2.5ml/hr. The pump channel used, the solution infusing and pt info was not available. The pt was "a premature female infant," specific age and complete diagnosis were not available. She experienced "an elevated blood glucose." No medical intervention was required. The pump was discontinued but not labeled or removed from pt circulation. The device serial number is not known. The device has continued in pt use. There have been no further reports of any overdeliveries.